Event description:
A customer reported erratic radiofrequency conductivity on the lh750 instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined the radio frequency box and analog 5 card were defective. He replaced the parts to repair the instrument. (B)(4).